Event description:
It was reported that the c-arm is overshooting destination. No injury reported. A field engineer was dispatched to the site and determined that the left and right rotation control panel switches needed to be replaced. Once this was completed the system was working as intended.